Event description:
Per the clinic, the device extruded (date not reported) resulting in a decision to explant the device. The device was explanted (B)(6) 2015 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4). The device is unavailable for analysis.

Manufacturer narrative:
This report is filed 27 jul 2015.